Manufacturer narrative:
The reported field event of patient notifier anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to feel the vibratory alert when it was tested in-clinic. The vibratory alert was working, but the patient was unable to feel it. The device was electively explanted and replaced due to the advisory.